Event description:
It was reported the head of a screw sheared off during surgery. A portion of the screw remains in the patient.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up will be sent.